Manufacturer narrative:
The patient's meter serial number (B)(6) was provided for investigation where they were tested using retention test strips lot number 65457310 in comparison to the current test strip master lot number 56099380. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 was having a hematocrit level of 43%. Donor 2 was having a hematocrit level of 48%. Testing results: donor 1: master lot: 2.3 inr and retention strips: 2.3 inr. Donor 2: master lot: 2.7 inr and retention strips: 2.7 inr. All inr values were within the specified target ranges. No error messages occurred. The returned patient's material and retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to a stago laboratory method using neoptimal reagent. On (B)(6) 2023 the patient had a laboratory result of 2.7 inr while the meter result was 3.7 inr. On (B)(6) 2023 the patient had a laboratory result of 2.6 inr while the patient's meter result was 3.6 inr and a different coaguchek inrange meter result was 3.2 inr. The time difference between the measurements was less than 3 hours. The patient's therapeutic range was 2.0-3.0 inr.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The patient's test strips are not expected to be returned for investigation. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.